Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was found to be operating in safety mode, which permanently limits device function. No replacement procedure has been scheduled at this time. This device remains in service. No adverse patient effects were reported.